Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014 the patient presented with preoperative diagnosis of : severe internal disruption and disk herniation at l4-5 level with bilateral lumbar radiculopathy, left greater than right, with neurological involvement, spinal instability at l4-5 disk level. The patient underwent following procedure: posterior spinal decompression with bilateral laminectomies at l4 and bilateral laminectomies at l5, exploration of nerve roots with bilateral foraminoplasties at the l4 and l5 nerve roots, a posterolateral spinal fusion at l4-5 level with posterior spinal segmental pedicle screw instrumentation and autogenous bone grafting, use of multiplanar fluoroscopy a posterior lumbar interbody fusion at l4-5 level with use of an interbody fusion device and autogenous bone grafting. Per-op notes :posterior lumbar interbody fusion was carried out at l4-5 with the use of interbody fusion device. Instruments used were from the company globus,this was performed using an interbody fusion device containg autogenous bone graft, which was removed from local decompression. The disk space was then prepared at l4-5 from the left side for an interbody fusion at this level. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.